Event description:
A surgeon reported that an intraocular lens (iol) became stuck in the cartridge on the iol delivery system because the plunger went past the lens. There was no patient impact/injury associated with this event.